Event description:
Customer's father reported hospitalization due to low blood glucose. Customer stated that they were priming the pump and forgot to rewind. Customer accidently inserted three days of insulin into the body. Customer's blood glucose level at the time of the hospitalization was 66 mg/dl. Customer also reported that insulin squirted out during the manual prime. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.